Event description:
A medtronic mechanical engineer reported an issue with the navlock solera driver during a case. The engineer stated that the tip of the solera screw driver broke off in the screw head and the navlock tap was locked in the navlock tracker handle and it would not release. A 6.5 x 50 solera screw was being used in a pt with sclerotic bone. The nav solera driver (cannulated) broke in the internal torx of the screw. In addition, when using the 5.5 nav solera tap, they had trouble getting it to engage in the bone (due to the hard bone) so they malleted the back end of the solera ratchet handle. When they tried to remove the handle, the handle was stuck onto the driver. After the case, the rep was able to remove the handle but it took significant effort (more than should be required). No impact on pt outcome was reported.

Manufacturer narrative:
RMA issued for replacement part. Upon evaluation of returned items, medtronic mechanical engineer has determined that these parts are fully functional. No problem found.